Event description:
Examination using a breastcoil caused pain in the side. Examination using a breast coil caused pain in the side. A cushion was placed on the brest coil, but the patient was injured.